Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for an unspecified out of range impedance measurement on the right atrial lead and cardiac resynchronization therapy defibrillator. Upon review of the data stored in the device, it was noted that there had been a previous low out of range impedance measurement four months earlier and another low but within range impedance measurement two months earlier. Oversensing of noise on the ra channel was also observed. The oversensing led to inappropriately stored atrial tachy response events. At this time the ra lead and crt-d remain in service and no adverse patient effects were reported. No additional information is currently available. If additional information becomes available, the event will be updated.